Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-02738. This report is being submitted as additional information. Section h9: it was previously reported under MFR. Report # 2916596-2017-02738 on 31may2018 that this device was part of heartmate 3 outflow graft obstruction due to twisting field action (z-1774-2018). It has now been confirmed that the device is part of the extrinsic outflow graft obstruction field action (fa-q124-hf-1). Manufacturer's investigation conclusion: the report of a compression of the outflow graft underneath the bend relief could not be confirmed through this evaluation. Evaluation of the submitted log files confirmed a gradual decrease in flow over time; however, no hazard alarms were captured and the pump appeared to function as intended. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned to abbott for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 patient handbook rev. D are currently available. Section 1, "introduction," lists stroke, bleeding, and death as adverse events which may be associated with the use of heartmate 3 lvas. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook rev. D also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to a worsening of the patient's general condition. An evaluation revealed the beginning of multi organ failure as a sign of low cardiac output. The left ventricular assist device (lvad) system was reportedly working as expected; however, there was a reduction in the calculated pump flow over the last 7 days. A transthoracic echocardiogram showed good positioning of the inflow cannula as well as good filling of the left ventricle. A computed tomography (CT) scan showed no kinking or obstruction in the visible area. A system controller log file analysis by the manufacturer¿s technical service representative confirmed the reduction of pump flow from about 5 lpm to 3 lpm. The patient was stabilized. Pressure measurements inside the outflow graft showed that pressure in the outflow graft was unexpectedly lower than in the outflow elbow of the pump. On (B)(6) 2017, the patient again showed signs of low cardiac output. The patient was returned to the operating room and a surgical examination revealed a compression of the outflow graft underneath the bend relief. The compression was caused by a fibrin like structure directly at the beginning of the outflow graft. The surgeon removed the structure and the lvad flow went back to 5 lpm. The patient subsequently expired on (B)(6) 2017 due to subarachnoid bleeding.